Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to reproduce the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, heavy angulation at bending section side, angulation reduction, light guide tube scratched, and contact pin of electrical connector corroded. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite gastrointestinal videoscope, the scope exhibited blurry image. It was reported that the procedure was completed using the similar device. There was no report of patient harm or user injury associated with this event.